Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 151620512, lot number 578870 device history review : DHR reviewed - no deviations or nonconformances were noted. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address insert dissociation and migration into the suprapatellar space. Doi: (B)(6) 2017; dor: (B)(6) 2018; right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 151620512, lot number 578870. Device history review: DHR reviewed - no deviations or nonconformances were noted. H10 additional narrative: added: h6 (clinical and impact codes). H6 clinical code: appropriate term / code not available (e2402) is used to capture injury (e20). Corrected: g1.

Manufacturer narrative:
UDI: (B)(4).